Event description:
It was reported that the patient's right ventricular lead had a suspected perforation. This was confirmed through an echocardiogram. The lead was explanted and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix could extend and retract. The helix extension length was measured to be within specification. All tip stiffness values tested in specification. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: the previously reported was incorrect.

Event description:
It was reported that the patient's right ventricular lead had failure to capture due to suspected perforation. The perforation was confirmed through an echocardiogram. The lead was explanted and the patient was stable.